Event description:
Additional information received indicated that the right ventricular (rv) lead was explanted and replaced. The patient was stable throughout the procedure.

Event description:
The right ventricular (rv) lead was not explanted, it was capped on (B)(6) 2021 and a new rv lead was successfully implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise leading to temporary pacing inhibition. The patient was asymptomatic. No changes were made.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece. Electrical testing found an internal short between the inner coil and outer coil conductor paths. Visual and x-ray examinations did not find any anomalies except for procedural damage. Internal insulation abrasion was noted at 6.2 cm ¿ 6.5 cm from the distal tip breaching the inner insulation and exposing the inner coil consistent with external forces. The cause of the reported event was due to the exposure of the inner coil consistent with external forces.

Event description:
Additional information received indicated the rv lead was explanted during an unrelated procedure.